Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Event description:
The customer contacted baxter's technical service center regarding a check heater line during use during fill one. The baxter technical service representative (tsr) stated that he tapes the bags to the heater line. The tsr advised the home patient to end therapy and restart the with all new supplies. The tsr assisted the home patient with ending therapy. No patient injury or medical intervention was reported at the time of the initial call.